Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and failure analysis investigation replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have broken blade. The blade broke at roughly 0.189¿ from the base. The broken piece was returned.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the harmonic ace instrument was not recognized the generator. The customer used a spare instrument to proceed. The procedure was completed with no reported injury.